Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer fills their cartridge during the load process, the pump will say no insulin was detected or not enough insulin. There was no reported impact to the customer's blood glucose level. Although requested, no further information could be provided.